Event description:
Mandatory medwatch received from the user facility with a report of an over-delivery. The report stated "pt had fentanyl 2500 mcg in 250cc hung at 0720 in 2003. The rate was to be set at 50 mcg or 5 cc/hr. At approx 1115 am it was noted that the pt had received 230cc of fentanyl. The pump was then noted to be set at 50 cc/hr instead of 50 mcg or 5 cc/hr. Pt already was hypotensive. Narcan was given and the sedation was reversed with no impact on their blood pressure."